Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited high, out of range shock impedances. The shock impedances changed from 80-90 ohms and exhibited a sudden increase to 184 ohms. An alert was triggered which was observed via latitude (remote monitoring system). A field representative consulted technical services (ts) for further recommendations and noted that the patient has had no events in 11 years and is yet to have a diagnosis. A ts consultant reviewed latitude and observed an increase in june from 90-95 ohms up to 180 ohms. X-rays were sent to ts, and showed distal coil stretching, which is likely due to tissue in-growth in the pocket area which prevented the lead from uncoiling as the patient grew. The patient was implanted with a cardioverter defibrillator at 10 months old. The patient's device will be interrogated by the hospital staff and an x-ray has been ordered to be reviewed by the physician. No further information has been provided at this time. This lead remains implanted and in service. No adverse patient effects were reported. Additional information: there has been no further information provided regarding this event. Should additional information become available, a supplemental report will be provided.

Manufacturer narrative:
Should additional information become available, a supplemental report will be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited high, out of range shock impedances, and the related device was emitting beeping tones. The shock impedances changed from 80-90 ohms and increased to greater than 170 ohms. An alert was triggered which was observed via latitude (remote monitoring system). The patient's device will be interrogated by the hospital staff and an x-ray has been ordered to be reviewed by the physician. No further information has been provided at this time. This lead remains implanted and in service. No adverse patient effects were reported.